Event description:
It was reported that the customer experienced a malfunction with the pump, and immediately upon starting, a malfunction code was received, preventing access to the pump. There was no reported adverse impact to the customer's blood glucose level. As a corrective action, the faulty device was scheduled for a return, and a replacement pump was provided to the customer.